Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's fluid build up reportedly resolved on its own without medical intervention. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing fluid buildup under the scalp, covering the implant following implantation surgery. Surgery to drain the fluid is scheduled.